Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a previous conduction disturbance of a right bundle branch block (rbbb). During implant, the patient went into heart block while the device was crossing the annulus. The device was implanted. The final implant depth was 4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a previous conduction disturbance of a right bundle branch block (rbbb). During implant the patient went into heart block while the device was crossing the annulus. The device was implanted. The final implant depth was 4mm. A temporary pacemaker was inserted. After 24 hours the heart block persisted and a permanent pacemaker was implanted. The patient status was stable.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a previous conduction disturbance of a right bundle branch block (rbbb). During implant the patient went into heart block while the device was crossing the annulus. The device was implanted. The final implant depth was 4mm. A temporary pacemaker was inserted. After 24 hours the heart block persisted and a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.